Event description:
It was reported that a patient presented to the emergency room with inappropriate shock resulting from post-sensed t-wave over-sensing. Programming changes were made. No adverse effects were noted.